Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood (bg) glucose level of 27 mg/dl. Reportedly, the cause was unknown, however the customer indicated menopause possibly attributed to the low bg. The customer went to the emergency room (ER) where intravenous dextrose fluids were administered to address the low bg. The customer left the ER in fair condition and a bg of 97 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.